Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the nurse had difficulty with the passage of the device due to patient agitation and stiffness. The patient has a history of depression and hypothyroidism and is bedridden by severe depression with cognitive impairment. A chest x-ray was requested for position verification, and it was discovered that the catheter was in the right lung. The catheter was removed by the nurse. The patient underwent tomography, with a slight increase in the extent of bilateral inflammatory pulmonary infiltrates, onset of right pneumothorax, and bilateral laminar pleural effusion. A procedure was performed with passage of the device via upper digestive endoscopy. During the procedure the patient presented hemodynamic instability (respiratory failure and hypotension). It was opted to perform chest drainage at the site by the thoracic surgery team with hemodynamic stabilization after drainage, without the need for vasoactive drugs. The patient was referred to the ICU for monitoring. Further information cannot be provided.